Event description:
It was reported that during a procedure, the physician found low energy. The procedure was completed with original device without patient complications.

Event description:
It was reported that during a procedure, the physician found low energy and the console had slow gravel speed. The procedure was completed with original device without patient complications.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console and found that the device was functioning normally with proper output power. The fse advise a regular inspection of the inspection of the fiber optic cable and timely maintenance for the cooling system, that is aging. The complaint was not confirmed. Based on all the available information objective evidence from the product analysis being unable to confirm the reported complaint, this investigation is being assigned a conclusion code of no problem detected. Therefore, the manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the initially reported low power.

Event description:
It was reported that during a procedure, the physician found low energy and the console had slow gravel speed. The procedure was completed with original device without patient complications.